Event description:
The lay user/pt contacted lifescan on sept 1, 2008 and alleged that her one touch ultra2 meter was reading inaccurately high. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred in 2008, at 10:30 pm. It was also noted that she was in a restaurant when she obtained a result of 208 mg/dl on the subject meter and she compared this result to her normal readings/feelings. She also mentioned that during the time the issue began, she developed symptoms of being clammy, had ill feeling, sweating, and nausea. As a result of the reported issue, she ate food and/or drank beverage. The pt received assistance from the emergency room and was tested on the ER meter with a result of 242 mg/dl. It is unclear when the ER meter result was obtained. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. The alleged high result was not verified in the meter's memory because per the pt, the "button is sticking." This complaint is being reported the pt claimed that she experienced symptoms suggestive of hypoglycemia during the time she obtained the alleged high result. She reportedly treated herself with blood/beverage. Although the alleged high result correlated with the ER meter result, it is not clear when the ER meter result was obtained. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or stirps are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.